Event description:
It was reported that 50 seconds at 60 watts into a vlap case, the tip of the fiber broke off after burning out. The tip was flushed out with additional irrigation and was suctioned out of the pt. The fiber was removed and replaced with another of the same make to complete the procedure with no further complications being reported.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.